Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06701. It was reported that a rotawire tip detachment occurred. A 330cm rotawire was used with a peripheral rotalink plus system. After successful rotablation through a heavily calcified and non tortuous lesion located in the mid ramus circumflex (rcx). The rotalink was removed and it was observed that the tip of the rotawire detached and remained in the patient's vessel. The physician attempted to remove the detached tip with a snare and was unsuccessful. At this time the physician decided to leave the tip inside the patient as the tip is located at the distal end of the vessel and the physician does not expect any problems or limitations of the patient. No further patient complications were reported.

Manufacturer narrative:
Correction - upn- search -"unk750 - peripheral rotalink plus - cmc - (B)(4) (peripheral interv) - 35000" to "unk376 - rotablator plus - cmc - (B)(4) (intervent cardio) - 30000." (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06701. It was reported that a rotawire tip detachment occurred. A 330cm rotawire was used with a peripheral rotalink® plus system. After successful rotablation through a heavily calcified and non tortuous lesion located in the mid ramus circumflex (rcx). The rotalink was removed and it was observed that the tip of the rotawire detached and remained in the patient¿s vessel. The physician attempted to remove the detached tip with a snare and was unsuccessful. At this time the physician decided to leave the tip inside the patient as the tip is located at the distal end of the vessel and the physician does not expect any problems or limitations of the patient. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter and the rotawire. The handshake connection, sheath and coil were microscopically and visually examined. There are numerous kinks throughout the burr catheter sheath. The guidewire was stuck in the lumen; the guidewire was cut 178cm from the proximal end of the guidewire during analysis and it was then able to be removed from the burr catheter. There was resistance felt due to the kinks in the guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event/damage. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06701. It was reported that a rotawire tip detachment occurred. A 330cm rotawire was used with a peripheral rotalink® plus system. After successful rotablation through a heavily calcified and non tortuous lesion located in the mid ramus circumflex (rcx). The rotalink was removed and it was observed that the tip of the rotawire detached and remained in the patient¿s vessel. The physician attempted to remove the detached tip with a snare and was unsuccessful. At this time the physician decided to leave the tip inside the patient as the tip is located at the distal end of the vessel and the physician does not expect any problems or limitations of the patient. No further patient complications were reported.

Manufacturer narrative:
Previously reported information. Device evaluated by manufacturer: returned product consisted of the rotalink burr catheter and the rotawire. The handshake connection, sheath and coil were microscopically and visually examined. There are numerous kinks throughout the burr catheter sheath. The guidewire was stuck in the lumen; the guidewire was cut 178cm from the proximal end of the guidewire during analysis and it was then able to be removed from the burr catheter. There was resistance felt due to the kinks in the guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event/damage. The most probable root cause is considered handling damage as the event occurred prior to patient contact. Corrected information: device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus device with the rotawire . The handshake connection, sheath and coil were microscopically and visually examined. The handshake connections for the advancer and the burr catheter are both bent. The rotawire was received inside the rotablator device, it was stuck and not possible to remove. The wire was cut 178cm from the proximal end of the guidewire during analysis and it was then able to be removed from the burr catheter. There was resistance felt due to the kinks in the guidewire. After the rotawire was removed the annulus of the burr was microscopically inspected and no damage was identified. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06701. It was reported that a rotawire tip detachment occurred. A 330cm rotawire was used with a peripheral rotalink® plus system. After successful rotablation through a heavily calcified and non tortuous lesion located in the mid ramus circumflex (rcx). The rotalink was removed and it was observed that the tip of the rotawire detached and remained in the patient¿s vessel. The physician attempted to remove the detached tip with a snare and was unsuccessful. At this time the physician decided to leave the tip inside the patient as the tip is located at the distal end of the vessel and the physician does not expect any problems or limitations of the patient. No further patient complications were reported.